Manufacturer narrative:
Additional information has been requested and if available it will be submitted on the supplemental report.

Event description:
It was reported that, "surgeon attempted to drill through sizer and tip broke. No adverse consequences."